Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The pump powered up properly after the test battery was inserted. The pump was monitored for 2 days. Blank display not confirmed during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail, and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received with a depleted energizer alkaline battery installed. No damage noted on the original battery cap. There were no boluses noted on the event date 08-may-2024 in the pump history file on the primary svn (B)(4). There were no autosuspend (12) alarm noted on the event date 08-may-2024 in the pump history file on the primary svn (B)(4). Please see below for the usersuspended (2) alarm listed on the event date 08-may-2024 in the pump history file on the primary svn (B)(4). (B)(6) 2024 08:46:00.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 08-may-2024 in the pump history file. (B)(6)2024 12:08:33.000 alarmalertnotification (40) faultnumber: nodeliveryafterestimatezero (8) - during bolus. (B)(6)2024 12:18:00.000 alarmalertnotification (40) faultnumber: nodeliveryafterestimatezero (8) - during basal. (B)(6)2024 12:23:33.000 alarmalertnotification (40) faultnumber: nodeliveryafterestimatezero (8) - during bolus. (B)(6)2024 12:28:31.000 alarmalertnotification (40) faultnumber: nodeliveryafterestimatezero (8) - during bolus. (B)(6)2024 12:38:00.000 alarmalertnotification (40) faultnumber: nodeliveryafterestimatezero (8) - during bolus. (B)(6)2024 12:58:33.000 alarmalertnotification (40) faultnumber: nodeliveryafterestimatezero (8) - during bolus. (B)(6)2024 13:03:29.000 alarmalertnotification (40) faultnumber: nodeliveryafterestimatezero (8) - during bolus. (B)(6)2024 13:08:29.000 alarmalertnotification (40) faultnumber: nodeliveryafterestimatezero (8) - during bolus. (B)(6)2024 13:18:29.000 alarmalertnotification (40) faultnumber: nodeliveryafterestimatezero (8) - during bolus. (B)(6)2024 08:37:00.000 alarmalertnotification (40) faultnumber: nodeliveryafterestimatezero (8) - during basal. (B)(6)2024 08:40:00.000 alarmalertnotification (40) faultnumber: nodeliveryafterestimatezero (8) - during basal. (B)(6)2024 08:45:01.000 alarmalertnotification (40) faultnumber: nodeliveryafterestimatezero (8) - during basal. (B)(6)2024 11:59:21.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 12:09:00.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or sensor error alert noted. Nodelivery alarm - not confirmed. Sensorerroralert (801) - not confirmed. There were no data available on (B)(6)2024 in the pump history file on svn (B)(4). Unable to verify bolus delivery, source of boluses delivered, and any alarms/suspends for event date 15-may-2024 due to no data available in the pump history file on svn (B)(4). There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 15-may-2024 in the pump history file on svn (B)(4). (B)(6) 2024 13:24:14.000 batteryremoved (55) (B)(6) 2024 13:24:14.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 0(B)(6) 2024 13:34:00.000 alarmalertnotification (40) faultnumber: batteryremoved (84) pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, and motor noted. The pump passed the functional testing. Unable to confirm alleged high bgs/dka. Blank display not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, damage (physical or cosmetic). The customer reported a blood glucose value of 400 mg/dl. The customer reported hyperglycemia and diabetic ketoacidosis treated with manual injection/insulin pen, an insulin pump (subcutaneous insulin infusion), hospitalization: overnight stay, ems/ambulance/ER visit. The event involved product(s) mmt-1884, mmt-386a, mmt-326a, mmt-7040a. The customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery. The customer reported high bgs. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for mmt-386a. No product return is required for mmt-326a. No product return is required for mmt-7040a.

Manufacturer narrative:
Additional information has been received, which was not included in the initial report. The updated information has been provided in section h6 (medical device problem code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.